Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils, a pod packing coil (packing coil), a lantern delivery microcatheter (lantern), and a non-penumbra diagnostic catheter. During the procedure, the physician placed and detached five ruby coils in the target location. Next, after advancing approximately ten centimeters of a packing coil into the aneurysm, the physician experienced resistance and decided to retract the packing coil. While retracting, the packing coil had unintentionally detached partially within the lantern. The physician attempted to push the detached packing coil into the aneurysm using the pusher assembly, but the packing coil would not advance. Therefore, the physician used a syringe to aspirate on the lantern and removed the detached packing coil together with the lantern. The physician performed an image of the aneurysm and discovered the aneurysm was successfully embolized and the procedure was completed at this point. There was no report of an adverse effect to the patient.